Event description:
Patient enrolled into the create pas trial. Left sided weakness and cognitive deficit with stroke reported. The pt is reported as stable, but still symptomatic. Please reference MDR 2183870-2009-00096 for the protege rx used in this procedure.